Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information": (B)(6). Additional contact information/distributor: (B)(4).

Event description:
An event involving a smallbore transfer set with microclave clear luer lock reported that when tracing the patient's lines, they noticed that there was pooling of lipids on the syringe pump. When they went to inspect the line, they noticed lipids were leaking from the connection piece between the syringe and the tubing and it looked like the end piece that goes into the syringe was cracked. They stopped infusion and switched out the tubing. There was patient involvement and no patient harm/adverse event reported.